Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, the clip failed to deploy. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device noted the clip assembly was half deployed, and the clip was returned with the device. The prongs were locked into the capsule. The yoke, which was still attached to the control wire, was then actuated and deployed. A kink was noted in the control wire. There is not enough information available to determine what caused the reported failure. Therefore, the most probable root cause for this complaint cannot be determined.   A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, the clip failed to deploy. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.